Event description:
A report was received that the patient was experiencing pain at the incision site. X-ray confirmed that the ipg had shifted. The patient underwent a pocket revision and was reportedly doing well postoperatively.